Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was at its end of life. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s ipg was at its end of life. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was at its end of life. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient had charging issues with the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was at its end of life. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.